Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a disconnected connector on the alarm assembly. The cause of the disconnected connector could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of norepinephrine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that the nurse went to check on the patient when it was noted that the patient's blood pressure had decreased to the 70's mmhg. At that time, the nurse noted the norepinephrine delivery was stopped, and the device display was "blinking e301" with no audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, did not sound an audible alarm tone during an alarm condition. Though requested, no additional information was provided, including if any medical interventions were provided, previous blood pressure measurements, and the patients outcome.